Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found damaged. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone:(B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a coil embolization of a ruptured aneurysm at the right internal carotid posterior communicating (icpc). The sheath introducer was inserted into a y connector and the physician attempted to insert the galaxy g3 mini 1mm x 2cm coil (glm910020, l15967). However, the coil part did not come out from the distal sheath. The complaint coil was replaced with another coil and it was successfully used with the same microcatheter. It was no necessary to remove the microcatheter. The procedure was completed, and no patient injury was reported. Additional information received indicated that a sl10 microcatheter (mc) was used. The device did not appear damaged at any time. There was nothing obstructing the sheath. The introducer was not flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device no excessive force was applied to the device. Based on the analysis of the device received, the embolic coil is stuck inside the introducer with a damaged condition. A non-sterile galaxy g3 mini 1mm x 2cm was received for analysis, the device was inspected, and it was found in good normal conditions, no damages or anomalies were observed during the visual analysis. The device was inspected under a microscope, and it was found that the embolic coil is stuck inside the introducer with a damaged condition. The functional test could not be performed due to the embolic coil is stuck inside the introducer with a damaged condition. A manufacturing record evaluation (mre) was performed for the finished device l15967 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic examination of the returned device. A functional test could not be performed due to the conditions in which the device was returned. The visual analysis of the returned sample determined that no damages were observed on the device during the visual analysis. A microscopic test was performed, under magnification, it was found that the embolic coil is stuck inside the introducer with a damaged condition, these findings are related to the customer complaint regarding ¿coil - impeded-in introducer¿; therefore, the customer complaint was confirmed. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Impeded-in introducer is a known complications associated with the use of this device. It should be noted that product failure could be cause by multiple factors. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) do contain the following recommendations: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. ¿ if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Pulling the exposed microcoil through the rhv grommet may damage the coil. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are anufacmtured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of a ruptured aneurysm at the right internal carotid posterior communicating (icpc). The sheath introducer was inserted into a y connector and the physician attempted to insert the galaxy g3 mini 1mm x 2cm coil (glm910020, l15967). However, the coil part did not come out from the distal sheath. The complaint coil was replaced with another coil and it was successfully used with the same microcatheter. It was no necessary to remove the microcatheter. The procedure was completed, and no patient injury was reported. Additional information received indicated that a sl10 microcatheter (mc) was used. The device did not appear damaged at any time. There was nothing obstructing the sheath. The introducer was not flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device no excessive force was applied to the device. Based on the analysis of the device received, the embolic coil is stuck inside the introducer with a damaged condition.